Event description:
The pt reportedly experienced intermittency followed by no lock between the external equipment and the cochlear implant. The pt was seen at center for device evaluation. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.